Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that the twinfix ultra anchor broke during insertion. The broken anchor was removed from the patient with the use of a grasper. A backup device was used to complete the procedure. No patient injury or complications were reported.